Event description:
Health professional reported the explantation of a lap-band device. No further info was provided. F/u findings: "the port was explanted for a leak." The problem was first noticed when the "pt didn't feel any restriction." After "fluid was put in the band," the doctor "didn't get any back." The pt was "supposed to have "9cc's and only had 1 or 2cc's" left. The port was replaced.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Analysis of the access port identified adhesive failure near the taper. The access port also had non-penetrating nicks with evidence of missing material. The damaged port septum had evidence of missing and pulled material. The band tubing at the stainless steel connector was discolored with signs of wear and tear. The band tubing was also found to be broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."